Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from meyrin-geneva indicated that a cypher stent was associated with a type c dissection that required treatment by stenting. The procedure was being conducted on a female patient and the primary indication for intervention was silent ischemia. Target lesion was de novo, 15mm long and 3.0mm in diameter with bifurcation that required double guide wire it was also 80% stenosed. The target vessel was the mid left anterior descending coronary artery, which was without angulation, readily accessible with little or no calcification. However, it was concentric and classified as type b2. Pre-dilatation was conducted with a 3.0mm x 15mm balloon at 8atm and the cypher was implanted at 16atm using the single stent technique with satisfactory results. However, a type c dissection was noted after the kissing balloon was performed. The dissection was treated by stenting with another cypher stent. The event was resolved without sequel and it was determined as probably related to the cordis cypher stent and highly probably related to the procedure.